Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the pts spinal cord stimulator was not put in the right place. The trial was done and it had a significant difference between the pain and everything in a short period of time but since the implanted neurostimulators was put in it was not working. Patient was told the pain would eventually go away but it did not. Pt got x rays done and it showed the ins was not put in the right spot. Patient had an appointment with their healthcare provider tomorrow and they wanted to make sure a medtronic's representative was there.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.